Event description:
Customer reported an alarm 2 indicating an occlusion issue, where a ball of insulin was seen but cartridge did not have visible damage. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to disconnect tubing, tighten connections, deliver boluses, and clear debris from the pump's pneumatic area. The occlusion was attributed to improper seating of the cartridge, and the customer planned to change supplies and resume insulin delivery.